Event description:
(B) (4) has received a court letter from the secretary of state of (B) (6) on 1/15/09. It is alleged that on the day of event, the pt was at an assisted living facility where she was being transported by a cna (certified nurse's assistant) with a rollator. The cna had the pt sit on the seat of the rollator during the transportation. When the rollator was being pushed over some floor strips, the rollator allegedly tipped over and collapsed causing the pt to fall to the ground and hit her head. The pt allegedly sustained a massive subdural hematoma as a result, and died the next day. This MDR report is based on the court letter.